Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 403 mg/dl. The customer was treated with manual injection. Customer's spouse was calling every now and then for the bolus delivery and they would get bolus not delivered the device will not be returned for analysis.